Event description:
It was reported that this pacemaker was interrogated and observed to be operating in safety mode. Prior to replacement, the pacemaker could not be interrogated and no pacing was being delivered. The patient was not pacemaker dependent and suffered no consequences due to the lack of pacing. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was interrogated and observed to be operating in safety mode. Prior to replacement, the pacemaker could not be interrogated and no pacing was being delivered. The patient was not pacemaker dependent and suffered no consequences due to the lack of pacing. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the pacemaker was performed. Visual inspection of the device did not reveal any abnormalities. No communication could be established with the returned device and a programmer. The device case was opened, and internal visual inspection appeared normal. The battery voltage was measured and determined to be too low to establish telemetry. The battery was removed and connected to an external power supply, where a normal current drain was noted. The battery was sent to the battery laboratory for further review, which confirmed there were depleted cells with no battery-related failure noted. Overall, analysis confirmed the pacemaker was in safety mode, however a cause could not be established.